Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by loss of appetite. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date during hospitalization, the patient's condition worsened. Treatment rendered for the events were not reported. On an unreported date, the patient died at hospital. The cause of death was not reported; however, peritonitis was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available.